Event description:
The jetstream g2 catheter was used to treat a 10cm lesion in the popliteal artery. The physician made two passes in the minimum diameter mode and one pass in the maximum diameter mode. A post-procedure angiogram revealed a small perforation that was sealed using an inflated balloon for 5 minutes. The patient had a good final outcome.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.